Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed one pass using the jet7 and neuron max. Upon removal of the jet7, the physician noticed that the tip of the jet7 was pinched and stretched. The procedure was completed using a new jet7 and the same neuron max. There was no report of an adverse effect to the patient.